Event description:
A malfunction alarm, identified by code malf 12, occurred due to momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully performed the reset without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they understood.